Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirty-four for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: c. Petridis, m. Nitschke, w. Lehne, e. Smith, j.p. Goltz, h. Lehnert, and markus meier (2016). Tip design of hemodialysis catheters influences thrombotic events and replacement rate. European journal of vascular and endovascular surgery, 53(2): 262-267. Doi: 10.1016/j.ejvs.2016.10.015. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "european journal of vascular and endovascular surgery" titled "tip design of hemodialysis catheters influences thrombotic events and replacement rate" that sometime post a dialysis catheter placement, out of ninety-two patients, there were thirty-four occurrences of reversal of arterial and venous line during treatment. There was no reported patient injury.